Event description:
It was reported that the patient experienced an vf episode, which was fluctuating in and out of the programmed therapy zone, resulting in delayed defibrillation therapy. Intermittent undersensing was also noted. Programming changes were made. The patient was transferred to his local hospital and remained ventilator dependent, but showed signs of waking up. Prior to the transfer, it was documented that the patient also suffered a significant cerebral infarction. It was later reported that the patient expired due to severe stroke and injury caused by anoxia following the initial ventricular fibrillation episode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.